Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer adapter of an unspecified baxter set had a connection issue. It was further reported the ¿end of the buretrol tubing (the luer adapter) was fused to the tubing, and would not screw down and into endcap on t-connector connection to patient¿. The event occurred after the line was primed with an unknown medicated solution, when attempting to connect to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.